Event description:
It was reported that the customer received multiple temperature alarms shortly after jumping into a swimming pool. The customer's blood glucose level was 122 mg/dl. The customer cleared the alarms and insulin delivery was resumed.

Manufacturer narrative:
The product has not been received for eval. Should new relevant info become available, a supplemental report will be submitted.